Manufacturer narrative:
The device was not returned for evaluation. It was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. A device history record review was completed and documented that device met all specifications upon distribution. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on an oscilloscope or monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patient¿s clinical manifestations. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported, that during use in patient at the radial artery, this disposable pressure transducer (dpt) was flushed and the arterial pressure measurement was performed, then, a saline leakage was found at snap-tab. The leakage was still present after the re-adjustment of the snap-tab. It was later confirmed that the physician pulled onto the snap tab to re-adjust it. The measured pressure was reduced compared to the non-invasive blood pressure. There was no error message nor alarm displayed. The incorrect values were not remembered by customer. Patient was not treated according incorrect values since the device was immediately replaced after leakage. There was no allegation of patient injury. The device was not available for evaluation as it was discarded by customer. Patient demographics are not available.